Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving enough insulin due to the pump settings needing to be adjusted. Customer's blood glucose (bg) was 899 mg/dl and a bolus was delivered. Customer was hospitalized for diabetic ketoacidosis (dka) and was treated with intravenous fluids/insulin. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018. After discussed pump settings with healthcare provider and they were adjusted.